Manufacturer narrative:
Batch review performed on 09 april 2018; lot 153661: (B)(4) items manufactured and released on 29 october 2015. Expiration date: 2020-10-10; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The cause of pain is unknown. The surgeon revised the liner. The surgery was completed successfully.